Event description:
A nurse practitioner reported that her pt mentioned that he'd had an infection on his leg at the device infusion site in (B)(6) of last year. In a follow-up call, the pt reported that when he removed the pod he then noticed a hard pimple. Two days later, around christmas time, he went to the emergency room. He was not admitted, but they "cut it and packed it." He was sent home with two-week prescriptions for bactrim and another antibiotic which he could not recall the name of. The device was discarded.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported infection. No product lot number was reported, therefore, no review of qualification and sterilization records could be conducted. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," cautions, "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider treat the infection according to instructions from your healthcare provider," and advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."